Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels up to 400 (mg/dl) and small ketones. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusion could not be performed. Manual injections will be used for alternate insulin therapy.